Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd integra¿ syringe with detachable needle was found leaking as ¿while drawing up the vaccine, it leaked pasted the stopper and onto the hand of the person administering the vaccine.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
DHR review for batch 7208643 (p/n 305270): manufacturing dates: 08/21/2017 to 08/23/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208643 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One open 3ml integra syringe was received by bd canaan and confirmed to be from batch #7208643 (p/n 305270). The sample was visually evaluated. The stopper was confirmed to have a hole in its surface. Root cause for leakage past stopper: an injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in some of the samples received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit. (B)(4) was opened to address the product defect and failure mode identified. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.